Event description:
Potential for injury associated with the footplate bing cracked on a t93he footrest for an unknown manual wheelchair. This may compromise the stability of the user's feet while seated in the chair, and has the potential for the footboard to break with any pressure.